Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. However, a photograph of the complaint device was provided. It can be seen from the photo provided that the first implant is sticking out of the gun but is still attached to the suture and is not deployed as expected. Hence by looking at the picture, the reported complaint can be confirmed. It has been observed previously that one of the main reasons for not deploying the first implant is that the knot on the suture gets stuck underneath the implant thus causing the implant to get stuck and not get deployed. In this case, since the device was not physically evaluated and the photograph is not very clear, the root cause remains a possibility and we cannot discern a definite root cause for the reported failure. Further, no non-conformances were identified for this part-lot number combination per qlik query executed 02/22/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during a meniscal repair the anchor of the truespan 24 degree peek did not fully deploy when the trigger was pulled as it got stuck in the needle part of the implant delivery system. Implant was discarded and another (subsequent truespan 12) used in its place. No adverse event to the patient. There was twenty (20) minutes delay in the surgery was reported. It was further reported that during the procedure the trigger was fully squeezed to the click. The tip of the needle was not in scope view. It was through the other side of the meniscus (scope in the joint space). Surgeon penetrated the meniscus all the way to the depth stop. Another truespan 24 was used to complete the repair. The failure occurred with the first implant.